Event description:
On (B)(6) 2026, information was received from a patient and healthcare provider (hcp), via a manufacturer representative (rep), regarding a patient receiving morphine (2,000 mcg/ml, 250 mcg/day) via an implantable pump. It was reported that the patient mentioned they noticed the pump was moving in the pocket 6-weeks post initial implant. The patient mentioned they had a tissue connectivity disorder which may have further led to this issue. The patient reported the pump was moving in a fairly large area of the abdomen, and a pump pocket revision was the main reason for the surgery. Prior to the surgery, the patient did not notice any change with their therapy. The environmental, external, or patient factors that may have led or contributed to the issues stated, "none reported, other than the connective tissue disorder". The diagnostic / troubleshooting performed included palpation and site assessment was done at the clinic in early (B)(6). A revision surgery took place on (B)(6) 2026. Once the pump pocket was opened, the catheter was found to be severely twisted and kinked all the way to the spinal incision. "This suggested that the pump had been rotating quite a bit." The physician continued to assess cerebrospinal fluid (csf) flow as he removed portions of the catheter. Adequate flow was achieved prior to theanchoring site of the spinal segment of catheter. The physician left the portion of the old catheter that was placed intrathecally (27.9 cm total) and replaced the rest. Aspiration was successfully completed once connected to the pump and the pump was then sutured down. The patient was restarted on infusion at half the rate they were prior. The issue was not resolved at the time of this report. Surgical intervention details state, "the majority of the existing catheter needed to be replaced to restore adequate drug delivery for the patient and the pump needed to be anchored".

Manufacturer narrative:
Continuation of d10: product ID 8780; lot/serial# (B)(6); implanted: (B)(6) 2025; explanted: (B)(6) 2026; product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780; serial/lot #: (B)(6), ubd: 18-dec-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.